Manufacturer narrative:
(B)(4) 2010: released for distribution. Results: there was no ample wire to verify specification. Evaluation summary: (B)(4) - bipolar cutting electrode, three per box, sterile. Visual inspection confirmed 90% of the wire loop missing from the tip. Small pieces of discolored insulation remained at the base of the wire loop. The insulation covering the wire loop melted and was missing. This is the first breakage of this electrode with lot number 796101 of which 180 electrodes were manufactured. Cause of event: unusual event. The surgeon experienced first breakage with this type of electrode. Condition of electrode prevented any test.

Event description:
It was reported that during a hysteroscopic resection polyp and endometrial ablation procedure, the cutting loop broke. The broken piece was flushed from the uterus without complication to the patient. There was no patient injury.